Event description:
It is reported that the patient's insulin pump displayed a button error. The patient's blood glucose level is 570mg/dl and he is being treated for the high level in the e.r. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.